Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, they found that lens with debris on the optic. Debris was able to be removed. There are two medical device reports associated with this incident. This report is two of two. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Photo shows implanted intraocular lens. Marks lines are visible over the intraocular lens optic. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).